Event description:
Info rec'd indicates the head and knee up/down functions are not working.

Manufacturer narrative:
The technician isolated the issue to a worn hydraulic power unit. He replaced the hydraulic power unit to repair the bed.